Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection around the implant site, arising from the middle ear infection (date not reported). Subsequently, the patient was hospitalized from (B)(6) 2025 and treated with IV antibiotics (specific duration not reported). The implanted device remains.